Event description:
It was reported by surgeon that during a da vinci xi hysterectomy procedure, the fenestrated bipolar forceps instrument looked like a wire was broken. The surgeon also revealed the grasps would not open or close. The device had to be switched out. No patient harm was reported. The device was returned to the manufacturer.